Event description:
It was reported that during the surgery, the liner was unable to fit properly into the cup despite repeated checks confirming the sizes was correct. After multiple disassemble and reassemble, the implant remains stuck. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 802202803, lot# 67072375, femoral head 12/14 taper 28 mm diameter +3.5 mm neck length. G2: foreign: malaysia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.